Event description:
Customer reported via phone call that they are having a keypad anomaly. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No display anomaly noted. The insulin pump has minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stripped battery cap at the coin slot area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.